Event description:
Information was received indicating that a smiths medical cadd cassette reservoir, a no disposable alarm, beeping and air bubbles were noted. Subsequently, new cassette was used. No adverse effects were reported.